Event description:
It was reported that during right ventricular (rv) lead implant procedure, despite several attempts to re position the rv lead, impedance levels were high. The rv lead was removed and exchanged with a competitor lead, and impedance levels were stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.